Event description:
It was reported that "they had a pad to burn from the edges of the pad, and burned the patient."

Manufacturer narrative:
We are awaiting the device to be returned, and additional info to enable our quality engineer to do a thorough investigation. Upon receipt of the quality engineer's investigation report, I will file a supplemental report.